Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -6.00/+1.0/079 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2019. The patient experienced a refractive surprise. Post-op, there was corneal edema and the intraocular pressure (iop) increased, which was managed with wound burping, po diamox, prednefrine forte and topical g combigan. The corneal edema and the iop had settled down in less than 2 weeks. Post-op, the pupil was reported as ovoid (oval shaped). The lens remains implanted and the surgeon and patient are waiting for the cornea to settle down for a couple of months before any decisions are made. The cause of the event was unknown.